Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. The sample receipt date has been provided.

Event description:
The facility representative contacted baxter to report an infusor in which the device had a leak from a cut. The event occurred during filling. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.